Event description:
It was reported that an infusor had leaked. However, the reservoir was still intact. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received a photo of the sample for evaluation. The photo is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the reported sample was evaluated and the droplets of fluid inside the pouch that contains the product could be seen. However, the root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.